Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The physician was unable to cross the lesion. The physician retracted the stent out of the system and they found some struts deformed. The physician completed the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Numerous mid stent wraps were deformed with raised and overlapping struts. Deformation was evident to the distal tip. The distal tip was slightly deformed. Inner lumen patency was verified using a 0.015 inch mandrel with no resistance noted. If information is provided in the future, a supplemental report will be issued.